Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2015 due to a screw backing out of the femoral stem. The screw was tightened during the revision and a poly swap was performed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿